Event description:
The customer contacted baxter's technical service center regarding a missing cap on one of the lines of a cassette. The home patient (hp) stated that he noticed the cap was missing when he opened the cassette packaging. The technical service representative (tsr) advised the hp to use a new cassette for his peritoneal dialysis (pd) therapy. The hp confirmed to start over with new supplies for his set up on the homechoice (hc) machine. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). No further information is available. Should additional information become available, a follow up MDR will be sent.